Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.